Event description:
It was reported that after a da vinci surgical procedure, it was identified that the coating on the maryland dissector instrument had peeled off in two places. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's coating to be damaged, however, the nonconformance was insulation damage to the main tube. Failure analysis found the main tube's insulation exhibited damage along the distal end. Insulation was found with several gouge marks at the distal area with material removed. Marks were short in length and not aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damaged insulation with gouge marks found during failure analysis if to recur could cause or contribute to an adverse event.